Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: drg lead, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 10165287. Common device name: drg lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(6), batch: 10609419. A patient experienced ineffective stimulation/therapy was reported to abbott. As a result, the patient was explanted. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient experienced ineffective therapy. As a result, the system was explanted. It is unknown which lead contributed to the event.